Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b3 - event date. B5 - event description.

Event description:
The issue was found during reprocessing following a diagnostic gallbladder stone detection procedure that was completed with the same device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the up/down knob could not be locked due to wear of the forceps elevator lever, the paint on the air/water cylinder was peeled, the paint on the suction cylinder was peeled, the color ring had a crack, switch 1 was cut, the sheet holder unit had corrosion due to water leakage, watertightness was lost due to the peeling on the acoustic lens, the ultrasound image was defective with missing elements, the displayed ultrasound image had noise, the acoustic lens was peeled, the acoustic lens had a scratch which reached the glue layer, the acoustic lens was damaged, the adhesive around the objective lens had a chip, the light guide lens had a snag, the adhesive on the bending section rubber was discolored, the adhesive on the bending section rubber had a chip, the connecting tube was buckling, the angulation in the up/down/right direction was out of standard, the protector of the ultrasonic cable on the scope connector side was shaved, the universal cord was buckling, the universal cord was deformed, and scratches were found on the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope had air/water leakage from the insertion tube. Inspection and testing of the returned device found the acoustic lens was incised with the glue layer visible and the acoustic lens was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the delaminated and scratched acoustic lens was unable to be identified. The following is included in the instructions for use: ¿important information ¿ please read before use. Warnings and cautions: caution: do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. Do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not coil the ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling or twisting them with excessive force can break the switches and/or may cause water leaks. Do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged. Do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasonic image.¿ olympus will continue to monitor field performance for this device.